Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) recovered within range. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens inspected the instrument and performed a precision study with controls. No issues noted with the results and the instrument was operational. The customer performed a qc run, and the results passed. The customer continued to use the instrument and informed siemens of an additional event on (B)(6) 2019. A siemens customer service engineer (cse) was dispatched to the customer site for additional service. The siemens cse inspected the instrument and noticed the blue line 6 & 7 on the reaction cuvette washer (wud) unit were not aspirating fluid. The cse evaluated the hydraulic diagram and noticed that both lines went out of the drain pump 2 (cdp2). The cse replaced the tubing from the cdp2 which had build up and the peri-pump tubing on both cassettes. The instrument was tested, and the nozzles were aspirating, as expected. A precision run for calcium_2 concentrated (ca_2c) was performed with 20 and 25 cups, and no issues were noted. The customer reran samples and results are matching with other instruments. The instrument is performing within the specifications. No further evaluation of the device is required. This event is associated with MDR # 2432235-2019-00063.

Event description:
A discordant falsely elevated calcium_2 concentrated (ca_2c) result was obtained on an advia chemistry xpt instrument. The discordant result was flagged high and not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing. Additional repeat testing was performed on an alternate advia chemistry xpt instrument. The repeat results were lower (8.3 mg/dl) and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated calcium_2 concentrated result.